Event description:
During primary surgery, the femur was broached to a 11.3 stem. The stem was inserted but sat proud approx 1.5 cm. There was a surgical delay of 30 mins.

Manufacturer narrative:
Examination was not possible, as the device was not retuened. A warsaw and int'l complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective actions is not indicated.